Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was powered on after several reboots by customer. A field service engineer (fse) found that drawers 4.1 and 4.2 were showing as not detected on the bus. The issue was diagnosed as a faulty drawer controller in drawer 4-2, along with a failing tray in row a. Fse then replaced the module controller, drawer controller, and tray to resolve and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station failed to power on and went offline on remote support service. Customer tried to unplug and plug back the power cord, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.